Event description:
The pt was enrolled in the study in 2008 with an 88% lesion in the proximal internal carotid artery. The lesion was eccentric, ulcerated and mildly calcified and was 28 mm in length. The vessel was moderately tortuous and was 5.3 mm in diameter. The lesion was pre-dilated, an angioguard was placed and a precise stent was implanted without any complications. Post-procedure diameter stenosis was 18 %. Five days post index procedure, the pt experienced a non q-wave myocardial infarction. The pt was discharged five days later on aspirin and clopidogrel.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.